Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. Black fm was observed adhering to the intravenous cannula. Additionally, fifteen (15) retention samples from bd inventory were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter on the needle. This event occurred two times. The following information was provided by the initial reporter. The customer stated: plastic powder comes out of the needle.